Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the recommended replacement time (rrt) was projected to be less than one year from implant. Review of manufacturer's database revealed the patient had died 25 days after device implant. Follow up revealed the cause of death was septic shock and there were no device or lead issues related to the patient's death.

Event description:
It was reported that the recommended replacement time (rrt) was projected to be less than one year from implant. Review of manufacturer's database revealed the patient had died 25 days after device implant. The cause of death has been requested and not received.